Manufacturer narrative:
Device evaluation: the explanted pump and the exchanged system controller were returned for evaluation. The report of the no external power alarm was confirmed based on the evaluation of the retrieved and submitted log files for the system controller. The log files captured a string of intermittent low voltage hazard, power cable disconnect, and no external power alarms on (B)(6) 2017 from 10:24am to 10:26am while connected to a mobile power unit (mpu). An additional no external power event was captured on (B)(6) 2017 at 7:50am and appeared to be associated with a momentary loss of external power while connected to a mpu. The backup battery powered the pump during these no external power events. The returned system controller was functionally tested and found to operate as intended during analysis. The no external power alarms captured in the log files were not reproduced and as a result a root cause for these events was unable to be conclusively determined. It was reported that the no external power alarms occurred when the patient was ¿leaning on the wires¿. Although it could not be conclusively determined, the reported information, the data in the log file, and the analysis of the system controller suggest that these no external power alarms may be related to potential damage to the mpu cable. Additional information was requested, but not provided. There have been no further related issues reported. The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 36 inches. The inflow conduit and the outflow graft were not returned. Evaluation of the driveline revealed metal braided shield breakdown approximately 11 inches, 13.5 inches, 20 inches, 23.5 inches, and between 25.5 and 36 inches from the pump housing. Inspection of the underlying wires revealed a breach in the insulation of the green wire approximately 11 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the green wire made contact the metal braided shield while the system controller was connected to a tethered power source, the resulting short to shield could have resulted in the reported low speed advisory/hazard alarms observed in the submitted log files. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed the devices all met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that low speed operation alarms sounded while the patient was at home. System controller interrogation at the vad clinic also reportedly noted a no external power alarm that lasted almost 2 minutes. The patient reported being on wall power when the alarm occurred and it resolved on its own. The patient reportedly thought it was because they were leaning on the wires when it occurred. The system controller was exchanged. X-ray images revealed an area of concern for possible shield stretching in the portion of the driveline internal to the patient. The low speed alarms recurred post-system controller exchange. A pump exchange was performed on (B)(6) 2017. No additional information was provided.